Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a wave of shocking down her leg following exposure to a tanning bed. It was noted that the device was turned off. She was at home in good condition. Add'l info has been requested